Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) therapy due to the device detecting a ventricular tachycardia (vt) episode as an supra ventricular tachycardia (svt) episode. It was noted that the episode was terminated with atp therapy. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.